Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they are not emptying the bladder all the way. They can't run the stimulation very high or their butt gets sore. The patient talked to their doctor and he said to ask the manufacturer's representative to adjust the pulse. The symptoms started when they had a post void scan last tuesday.  The field staff was emailed to get in touch with the patient to set up an appointment at the doctor's office. The manufacturer's rep stated the only additional information they had is that the patient is usually feeling their stimulation from the device running down the leg and vaginally at the same time. The rep met patient at an appointment in clinic on may 13th and couldn't find a program that the patient didn't also feel stim down the leg. The patient had a prior device that was removed from another manufacturer at the time of implant.